Event description:
The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a(n) x ground bond failed performance specification. There were no additional alarms found.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The customer discontinued use of the homechoice and returned the device to the tampa bay facility. The device was received operational and in good condition. The device failed the homechoice rite electrical ground bond test. The product analysis lab evaluated the device. A continuity test between the power entry module and the door post revealed the ground bus resistance was out of specification. The screw on the door post was tightened and the ground bus resistance measured within the ground bond specification. The assignable cause for rite test failure - ground bond was determined to be loose screw on the door post. The device's service history record was reviewed and no issues were identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.